Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting off. The customer's blood glucose (bg) level was over 500 mg/dl. Customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall adapter. A new charging cable and wall adapter were sent to the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. No usb cable and wall adapter were received for investigation therefore no evaluation could be performed for the usb cable and wall adapter allegation.